Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 21911611, expiration date 08/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1.

Event description:
Caller states the patient tested 1.9 inr on coaguchek xs plus system 1, and 5.8 inr on coaguchek xs plus system 2. No actions were taken based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 21911611, expiration date 08/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 1. Will not be returned to manufacturer.